Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call on (B)(6) 2018 that they were hospitalized on (B)(6) 2018 due to a high blood glucose of 600+ mg/dl. Blood glucose at the time of the call was 283mg/dl. Customer experienced no symptoms related to high blood glucose. The customer was wearing the insulin pump at the time of admission. Troubleshooting for high blood glucose was performed and found the insulin pump was not delivering but not determined why. Dr. Advised to change infusion set and reservoir. The insulin pump will not be returned for analysis.